Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. It was not possible to perform functional testing due to blank display. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
It was reported that the customer experienced unexplainable high blood glucose. The high pressure test was performed with the insulin pump and the customer stated the no delivery alarm occurred very late at 9 units, although the clamp was placed correctly near the reservoir. The customer's blood glucose was not known. Nothing further reported.